Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for chest pain on (B)(6) 2022. The patient was negative for myocardial infarction. Cultures of the patient's chest wound grew corynebacterium. The patient was given antibiotics and the infection remained ongoing at the time of study completion or withdrawal. The chest pain reportedly resolved on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remained ongoing on hm3 lvas, serial number (B)(6), until ultimately expiring on 04nov2022 (refer to MFR number 2916596-2022-15052). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jan2022. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, and pump pocket) that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the chest pain was possibly due to the chest wound. The chest wound was still unhealed from the original implant due to poor nutritional status.